Manufacturer narrative:
D4 & h4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all the enterprise server (es) was showing error message. A technical support specialist (tss) notified the information technology (it) department that the interfaces were up. After that it team confirmed that they were down on pyxis side since 12.13 am est, after that all the medstations went into override automatically. Then the tss worked with it dept and confirmed that the pyxis server was turned off on choc side. Further the customer confirmed that the server was turned off accidentally. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ es server encountered an error indicating a patient interface issue and that patient data might not have been current. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.